Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; g3; h2; h3; h6; h11. Visual inspection of the returned device exhibits signs of use (nicked, gouged, scratches, tool marks) and the pad has cracked. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to the seven plus (7+) years of use in the field and the normal wear and tear associated with repeated use over time. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the pad of an impactor instrument was found to exhibit cracking during the sterilization process. There was no patient involvement and no adverse events have been reported as a result of the malfunction.